Manufacturer narrative:
(B)(4): the previous correction of the product number was incorrect. The product number should have remained as initially reported.

Manufacturer narrative:
Cfn-2016-1702: correction: initially the customer reported the device as a m-1525 but the device the customer returned to the plant was actually a m-1570. One (1) m-1525 spetzler adjustable base unit and one (1) m-1570 spetzler swivel adapter were returned as the complaint samples. The etchings on both the sample were noted to be light yet legible: the lot code on the m-1525 sample was displayed as a13 (jan 2013), this sample was possibly in use for more than 3 years. The lot code on the m-1570 sample was noted as j06 (oct 2006). Upon initial visual inspections the two samples were returned as attached to each other at the starburst receptacles; the m-1570 was mated and affixed securely, as normal via the transitional member part on the larger m-1525 part. Both sample parts were noted to be aged with signs of heavy usage, such as scratch marks, nicks and dings and wear such as, surface discoloration, scuffing and fading. It was also that the m-1525 sample was not returned with the hex wrench that is normally attached and is part of the base of the m-1525. During further visual inspections, no signs of excessive forces or damages were noted. However some damage was noted on the starburst grooves, when the m-1570 sample was separated from the starburst groove of the transitional member. The male grooves of both sample¿s starbursts were noted to be smashed slightly and smoothed over at the peaks. For further investigations the m-1570 sample was separated from the m-1525 sample. After in-house lubrication, the m-1525 sample was examined closely to verify the failure mode. The sample¿s long locking lever was noted to be loose and unlocked, thus the entire assembly was loose and unlocked. The locking lever could not be pressed down securely for locking as the tension was too loose, thus, per instructions for use (IFU) the tension adjustment knob below the m-1525/800 dog bone part was adjusted to provide a greater tension for the lever to lock down on. Upon locking, the dog bone part locked into place firmly with no movement or slippage noted. However the transitional member that was inserted into the top hole/receptacle of the dog bone part was noted to stay in place, yet it was not locked in firmly; slight pushing/pulling pressure applied on the distal end of the transitional member part was enough to move it and causing slippage. Due to this, the locking lever's tension needed to be increased again to create a larger angle from the dog bone part for securing the moving transitional member. Per IFU, the knob was adjusted again so that a greater angle was achieved between the lever and the ¿dog bone¿ part, this allowed for a tighter tension and enough travel distance to allow for the lever to securely lock with the transitional member inserted. The tension and secureness of the locking lever noted to have proper lever tension, indicated by a firm lever movement. The overall stability of the unit and the locked lever was tested by applying 25 pounds of pressure on the transitional member of the sample. No movement was observed. It should be noted that, during functional testing: the hinge area of the locking lever was noted to be ground down to display the bare unfinished aluminum material, this hinge area is subjected to heavy frictional sliding forces, that allow for smooth lever movement and locking. The grinding off of the anodized finish and extra metal are indicative of excessive forces applied without the use of lubrication. Lubrication in this area is most important for effortless, yet firm locking of the lever in a secure manner. No signs of third-party repair work, modification or intentional alterations were noted. Aside from the age related wear, the m-1525 sample, m-1570 sample and the transitional member functioned normally. Device history records were reviewed for m-1525 from lot code a13. All work instructions were completed accordingly. All deviations or non-conformances were handled appropriately and qa performed testing and all inspections passed. Based on the investigation of the failure mode and the returned sample analysis: the m-1525 sample and the attached transitional member were noted to be too loose for locking, however the tension adjustment knob was tightened significantly, per IFU to provide a secure locking of the lever. Upon further testing and lubrication the complaint sample functioned and locked normally; no issues with the stability were noted when all directions per IFU were followed. The sample was noted to display several signs of wear and usage, more specifically the moving/hinging area of the locking lever was worn/ground down due to possible lack of lubrication. It is important for the m-1525 to be properly lubricated (milked) prior to sterilization per IFU. This will ensure smooth functioning of the device. Also, any other issues or repair work should be sent to an authorized repair company such as (B)(4) repair center. Finally, it should be noted the manufacturing process indicates a 100% functional quality test, this includes a thread check with v. Mueller/carefusion mating parts and 25 lb load bearing test on the transitional member of the m-1525 product, this is completed at the final stage of manufacturing. No failures were noted during review of the manufacturing and testing documentation. A customer in-service was conducted on the device on (B)(4) 2016.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
Customer stated the tension handle holds when attached but handle keeps popping out. They are using tape to secure the instrument during use. Additional information received 19apr2016: the customer reported to having used this item about 5 times and noticed that it happened on the first couple of times so they were securing it with tape. There were no patient injuries as they caught it in time as soon as it started slipping. The procedures performed were craniotomies. All procedures were completed as planned.